Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in clinic for routine follow up, oversensing on the ventricular channel was observed. Reprogramming changes were made.